Event description:
It was reported that the patient was experiencing pocket pain due to ipg migration. It was also noted that the patient was experiencing a shocking sensation in the abdomen and down the legs even when stimulation was off. The patient underwent an explant procedure. The explanted ipg and lead were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7081009.

Event description:
It was reported that the patient was experiencing pocket pain due to ipg migration. It was also noted that the patient was experiencing a shocking sensation in the abdomen and down the legs even when stimulation was off. The patient underwent an explant procedure. The explanted ipg and lead were not returned as they were kept by the medical facility.